Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav eco catheter and a magnetic sensor error occurred. It was reported that there was a catheter sensor error 139 (magnetic sensor error) displayed on the carto 3 system. The catheter was replaced and the issue resolved. There was no patient consequence. This event was assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The catheter was returned to the biosense webster failure analysis lab for evaluation and it was found that spine b ring #7 and marker ring were both dented. Spine d ring #15 and ring #16 were both dented. Spine e ring # 17, #18 and #19 were dented and ring #20 was dented and sharp. Upon request additional information was received on the returned catheter condition. There was no difficulty in removing catheter from the patient. There was no patient consequence. This condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. An 8.5f mobicath sheath was used during the procedure. This finding has been assessed as reportable because an electrode ring that is sharp can potentially cause a serious injury. The awareness date for this record is april 20, 2015 because that is the when the product was returned.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav eco catheter and a magnetic sensor error occurred. Upon receiving, the catheter was visually inspected and it was found that catheter rings were dented. Ring #20 was dented and sharp which is why this complaint was reported to the FDA. Further information received indicates that the damage was not noticed during or after the case. No resistance during the procedure or while removing the catheter was noticed. The catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then per the carto 3 error reported the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 116 was displayed. The catheter was then dissected and it was determined that the root cause was a sensor wire broken at the connector. The customer complaint regarding a carto 3 error has been verified. The root cause of the ring condition remains unknown.